Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) was hot and emitting a burning smell while being charged. The patient reported the controller will no longer turn on after charging. It is unclear if the patient was using the charging cable supplied with the pdm, as the patient did not provide the information, but did report trying 3 different charging cables. The patient's blood glucose level was reported to be 154 mg/dl.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. The device was not returned for evaluation. We are unable to confirm the cause of the reported event.